Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an omnifit stem was reported. The event was not confirmed. Method & results: product evaluation and results: the device was not returned. Visual inspection of the received image of the device noted an explanted stem and head covered in blood. Nothing remarkable observed. Dimensional, functional and material analysis were not performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: it was reported that the patient's right hip was revised due to a femoral periprosthetic fracture caused by a fall. Visual inspection of the received image of the device noted an explanted stem and head covered in blood. Nothing remarkable observed. The event could not be confirmed nor the exact cause could be determined because insufficient information was provided. Further information such as pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If device is returned or additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Not available.

Event description:
It was reported that the patient's right hip was revised due to a femoral periprosthetic fracture caused by a fall. A 46 x 28 uhr universal head bipolar component, 28+0mm c-taper lfit head, and size 8 onmifit stem were revised to a uhr universal head bipolar component of the same size with a 28 -4mm ceramic v40 head and a restoration modular hip system. There are no allegations against the head or bipolar component. Rep confirmed that no further information would be released by the hospital or surgeon.